Event description:
On (B)(6) 2013 the pt received an aortic valve replacement with a study valve. She was discharged to rehab on (B)(6) 2013 and discharged home on (B)(6) 2013. She was admitted on (B)(6) 2013 for shortness of breath and tachycardia. It was noted via echo that the valve was dehisced. She was taken to the operating room and had this valve replaced on (B)(6) 2013. Once she was reopened, a large amount of vegetation was noted around the valve. This tissue was tested and it came back positive for aspergillus. An investigation was started to find the source of the fungal infection. At this time unable to determine if the valve was infected when put in by us or the originating company. Investigations continue. The valve is being returned to the company per the trial contracts.